Manufacturer narrative:
The reported failure was confirmed. A hair strand was found taped in the inner side of the external pouch of the unit. The inner pouch was completely sealed. A hair falling inside the unit's pouch during manufacturing, during product handling, and during preparation for use are known causes for this event.

Event description:
The user facility reported that the there was a hair inside the sterile packaging upon receipt. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the there was a hair inside the sterile packaging upon receipt. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.